Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Document received with the device indicated that the patient underwent bilateral replacements as follow: right replaced with cat#: 3506501bc, sn#: (B)(6) , and left replaced with cat#: 3506501bc, sn#: (B)(6), on (B)(6) 2020. Reason for device explant and/or reoperation: rupture. H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with mentor memorygel 550cc silicone breast implants which the right side ruptured after implantation. The issue was confirmed via mammogram examination. Patient felt they the implant decreased in size on the right, and thought there was a lump. No dominant masses found on the scans. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Device evaluation completed on november 18, 2020: during a visual evaluation of the device, an area of delamination with leak was found at the patch. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).